Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed no red light emitting diode (led) during module boot cycle. When the generic board was replaced with a lab use only generic board, the module functioned properly. It was determined that the customer generic board was defective. Per supplier evaluation, the led was not functioning correctly and only the green portion of the led worked, otherwise the generic board passed all other testing not related to the verification of the led sequence lighting. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during field service installation of the device, the red emitting diode (led) indicator on the air bubble detector (abd) was not blinking. There was no patient involvement.